Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total hip replacement, surgeon: simon wall - st john of god murdoch (B)(6) 2018. While setting up for a total hip replacement, the scrub nurse noticed a crack in the excel t-handle. This was before the operation had started. A backup instrument kit was opened and the excel t-handle from the second kit was used in place of the cracked handle. No delay or adverse effect was reported.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary: examination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.